Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. The returned laser fiber was noted to be entirely dislocated from each other with an area of damage approximately 1.3 inches from the proximal connector. The rfid tag was verified which indicated the unit was connected to a customer laser for engagement once, however no joules were recorded on the rfid for the timeframe of the customer usage. It is recognized the review of the fiber revealed a jagged area of breakage, which was likely the root cause of the fiber burn reported. It is likely the unit had a fracture prior to engagement with the customer laser which resulted in a burning and breakage of the unit. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned.